Manufacturer narrative:
(B)(4). It was reported that patient underwent partial excision of mesh on (B)(6) 2009 due to mesh extrusion, also an excision of mesh graft at the anterior vaginal cuff on (B)(6) 2010 due to mesh extrusion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh revision on 2011 due to mesh extrusion. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/11/2013.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced urinary tract infection and vaginal bleeding. (B)(4).